Manufacturer narrative:
Review of the log files and network trace provided indicated a possible issue with the downlink from the wireless access point (ap) to the m300 telemetry monitor and although requested, no further information was provided. Without a wireless signal communicating to a m300 the device, it would not be able communicate with the ics thus preventing an admittance to the central station. Though the issue is consistent with a site network issue and not a device malfunction, without further information from the site, the specific root cause cannot be determined.

Event description:
The customer reported that the ics system does not allow the staff to admit patients to the system, and that is the admission is successful, the patient information may disappear. The customer reported that the problem has been occurring since (B)(6) 2024, and did not report any patient injury or death.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
The customer reported that the ics system does not allow the staff to admit patients to the system, and that is the admission is successful, the patient information may disappear. The customer reported that the problem has been occurring since (B)(6) 2024, and did not report any patient injury or death.